Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after the patient's permanent implant procedure the patient was experiencing ineffective stimulation coverage. Reprogramming did not provide resolution. X-rays were taken and revealed lead migration. In turn, surgical intervention was undertaken on (B)(6) 2016 to reposition the patient's thoracic lead which resolved the issue. Effective therapy coverage was obtained post-operatively.